Manufacturer narrative:
Batch review performed on 07 jun 2019: lot 187084: (B)(4) items manufactured and released on 18-dec-2018. Expiration date: 2023-12-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
1 month and 10 days after primary surgery the patient presented signs of infection. The pathogen is unknown. The surgeon performed a washout and revised the ceramic head and the surgery was completed successfully.